Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) supported calling the customer to get the information. The reported problem was caused due to a defective hard disk of the imaging-processing (ip)-pc. The issue was solved by third-party subcontractor service; no on-site work was performed by philips. After service by the third-party contractor who replaced the ip-pc hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.

Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.